Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see insulin exiting the infusion set tubing during the fill tubing step. The customer changed the infusion set tubing and insulin delivery was resumed. The customer's blood glucose (bg) was approximately 600 mg/dl and an injection of insulin was administered to address the bg level.